Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high, out of range pace impedance measurements one day post implant. A chest x-ray was performed and it was determined that the ra lead was not fully inserted into the header. A procedure was performed to reinsert the lead into the header. The physician reported that the lead was difficult to insert. No adverse patient effects were reported. The system remains in service.